Event description:
It was reported that the pt was unable to communicate with his neurostimulator using either the programmer or external recharger. An overdischarge condition was suspected and it was noted that he had lost stimulation about 2 weeks ago. Pt compliance was the primary reason for the potential overdischarge situation. The pt was instructed to use the antenna locator to help communicate with the device but 3 attempts at doing so was unsuccessful. Add'l info was requested.

Event description:
Additional information received reported a manufacturer representative met with the patient on (B)(6)-2011 at which time the neurostimulator was out of overdischarge. The patient was reprogrammed. The physician told the patient to utilize stim as much as possible to control his pain. No additional problems have been reported.

Event description:
Additional information received indicated that the patient had more coupling and communication issues with his neurostimulator. An overdischarge condition on his device was suspected and the primary reason was noted as patient non-compliance. The patient met with the company representative on (B)(6) 2011 and his device was confirmed to be in an overdischarge condition. The patient did not bring their recharger or patient programmer with them and a new appointment was then needed. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).